Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device failed the user test and the service indicator was illuminated. The customer also observed an event code logged in the device's memory. The event code logged in the device's memory is associated with a failure of the device to charge for defibrillation energy. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and observed that prior to the initiation of the user test by the customer, the device had been powered on for 5 days while connected to an ac power adapter that was not properly communicating to the device. The evaluation concluded that the serial communications link between the system pcb assembly and the paddles sensing processor on the therapy pcb assembly is not functioning properly. The customer's ac power adapter was not returned to physio for evaluation. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the device failed the user test and the service indicator was illuminated. The customer also observed an event code logged in the device's memory. The event code logged in the device's memory is associated with a failure of the device to charge for defibrillation energy. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.